Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device malfunctioned and presented with incomplete seal cycle error. The therapeutic procedure was completed with no delay. There was no report of patient harm.